Manufacturer narrative:
(B)(4).batch #: t92w5k. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch (B)(4) , and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that the hand piece is working intermittently. It was disconnecting and reconnecting several times during the procedure. Please note that the hand piece has been tested with the generator at the beginning of the procedure and it passed the test. 48 uses left. Spare used to continue the procedure. Ongoing procedure, patient was on the table. No patient consequences during the issue. 10-15 minutes delay reported. No more information available.